Manufacturer narrative:
The display was blank because the battery tube was not plugged into the interface board properly.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.